Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and several attempts have been made to obtain clinical/medical documents. This was a patient reported issue without an address or e-mail address. Telephone voice messages were left without any response. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available, this complaint can be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a genesis ii knee replacement is coming apart.